Event description:
It was reported, following a primary percutaneous coronary intervention (pci), an angio-seal evolution was selected for use. During deployment, after advancing with the angio-seal introducer to get back flow, the physician advanced the device 2 cm rather than the position when the back flow was re-established. A small hematoma was present at the groin prior to deployment. The deployment was reported to be smooth; however, immediately after deployment, there was an ooze from the groin site. The patient became hypotensive dropping his blood pressure to 70/53. A CT scan demonstrated that the patient had a retroperitoneal bleeding event. The patient received 2 units of blood and was monitored. The physician was in the evolution training process.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal instructions for use (IFU) states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.